Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following a cataract extraction with intraocular lens (iol) implant procedure, she has experienced large halos around lights and is unable to drive at night due to glare. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).